Event description:
My son is a type 1 diabetic (B)(6). Diagnosed at (B)(6), has been using minimed medtronic insulin pump since 2008. Having problems with the infusion set specifically the sure t. Recent recall and the shortage of that is owed back to us after sending in the recalled boxes. The newest problem is on (B)(6) 2017 (B)(6) put a new sure t site in his body and in about 90 minutes of putting it in, it broke from him bending over. The tubing broke away from the pump. Thankfully we were home and able to deal with changing his site asap. I called medtronic about this and requested a new box (this box was a replacement from the current recall). They basically were not interested in my new issue and said they would send one site to replace and I need to send the broken one in a canister. I said I want to replace the whole box as I do not trust this box. I also requested a 2nd box to replace the box I sent in from the recall. Medtronic sent me one box and an envelope. How am I supposed to return a needle safely in an envelope? They have not returned calls or reached out to me even though I have been messaging them on (B)(6) asking for a supervisor to call me. Bottom line is the tubing breaking is the exact same problem from a recall a few years ago.